Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in correction of the problem by rebooting the sys and letting the sys software self correct. Sys operates as intended.

Event description:
The customer reported the sys will not fluoro. No pt injury was reported.